Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer needed to replace, issue of cubie memory errors and the drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 2.2 on the auxiliary was not detected on bus. A field service engineer (fse) tested the controller boards with my multimeter and found drawer 2.1 to be the source of the problem. Further the fse replaced both the module interface board and the drawer controller board to resolve the issue. Then the station was powered on and recovered the drawer. The system functioned as intended after the field service engineer repaired the device.